Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the up pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the up pulley wire. In addition, our technician confirmed that the segment crushed, the bending rubber cut, and the right pulley wire stuck; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.